Event description:
It was reported that the fiber cap "exploded" (broke off) inside the pt during prostate vaporization. The fiber had accumulated approximately 15,000 joules at the time of cap detachment. The cap was retrieved with endoscopic pliers. It is unknown how the case was completed, however, per the details obtained, there was no pt or end user injury as a result of this event.